Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision probs"), migraine ("migraine/headache"), nausea ("nausea"), rash ("rash or skin condition"), gastrointestinal disorder ("gastrointestinal disorder"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder probs/bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, visual impairment, weight increased, migraine, nausea, rash, gastrointestinal disorder, abdominal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date- ??-??-2005. Date(s) of insertion: (B)(6) 2006(discrepancy noted per pfs). Essure confirmation was done (unspecified). The patient did not have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) was performed, but no results were provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date. 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: perforation- fallopian tubes, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, blood disorder, heart disorder, bladder probs., bladder infect., uti, vag. Infect., vag. Discharge, fatigue, hair loss, headaches, vision probs, weight gain. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision probs"), migraine ("migraine/headache"), nausea ("nausea"), rash ("rash or skin condition"), gastrointestinal disorder ("gastrointestinal disorder"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder probs/bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, visual impairment, weight increased, migraine, nausea, rash, gastrointestinal disorder, abdominal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date- (B)(6) 2005. Date(s) of insertion: (B)(6) 2006(discrepancy noted per pfs). Essure confirmation was done (unspecified). The patient did not have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) was performed, but no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events: device migration, abdominal pain, migraine, nausea, rash, gastrointestinal disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.